Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained using ipsilateral retrograde approach via the left femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left common iliac artery. After placing a 6fr 23cm non-bsc sheath, a 014 non-bsc guide wire was advanced and then intravascular ultrasound was performed. A 5.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, upon removal, the device became stuck with the guide wire. The device was removed together with the non-bsc guide wire. The guide wire was replaced and a non-bsc stent was deployed. Post-dilatation was performed using a sterling balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter entrapment occurred. Vascular access was obtained using ipsilateral retrograde approach via the left femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left common iliac artery. After placing a 6fr 23cm non-bsc sheath, a 014 non-bsc guide wire was advanced and then intravascular ultrasound was performed. A 5.0 x 40, 75cm mustang balloon catheter was advanced for pre-dilatation. However, upon removal, the device became stuck with the guide wire. The device was removed together with the non-bsc guide wire. The guide wire was replaced and a non-bsc stent was deployed. Post-dilatation was performed using a sterling balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable. Device evaluated by MFR: a visual and microscopic examination was performed on the returned device. The customer guidewire was returned still loaded through the mustang device. The customers guidewire was measured at 0.034 inches. During analysis the investigator attempted to remove the customers guidewire from the device however severe resistance was encountered. Solidified blood was noted escaping from the guidewire exit port in the hub during removal attempts. This indicated solidified blood was present within the guidewire lumen which may have resulted in the lumen becoming occluded. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified blood before further attempts were made to remove the guidewire. On removal from the bath the investigator removed the customer's guidewire with no resistance or issues noted. To fully evaluate the guidewire lumen the investigator successfully loaded the mustang device onto a boston scientific guidewire without any resistance or issues noted. No issues were identified with the guidewire lumen that could have contributed to the complaint incident. The balloon was received unfolded which indicates it had been subjected to positive pressure. No damage or any issues were noted with the balloon material which could have potentially contributed to the complaint incident. A visual and tactile examination identified severe shaft damage beginning just distal to the strain relief and continuing distally along the shaft for approximately 30mm in length. The shaft appeared kinked and stretched. This type of damage is consistent with excessive force being applied to the delivery system. This damage may have occurred when difficulty was encountered removing the device from the guidewire and may have been amplified during attempts to remove the guidewire during analysis. No other issues were identified during the product analysis.